Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. It was noted that the bag/vent electrical switch was loose. The switch was tightened. The customer contact reported that no patient information is available.

Event description:
The hospital reported that, during a case, the bag/vent switch was not working as expected. The bag/vent switch was manipulated and eventually mechanical ventilation was functional. There was no reported patient injury.